Manufacturer narrative:
Explant date: not applicable as lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that lens was placed at axis 142. At 1 month postop lens was at axis 168 with 1.5 diopters of astigmatism. Patient¿s vision was 20/30, refracts to 20/20 with +0.50 - 1.00 x 105. Surgeon reported that she repositioned the lens at axis 142 on (B)(6) 2017. At 1 day and 1 week postop vision was 20/25 sans corrected and refracted to 20/20 to +0.25 - 1.00 x 090. Patient¿s lens axis measured 120, so the surgeon didn't check with astigmatism application since patient¿s vision was good. Patient came in yesterday and noticed her vision was blurry after swimming. Now 20/60. Refracts to 20/20 with +0.75 - 1.50 x 070. Lens axis still 120. Patient reports she's already had one lens repositioning and she is not satisfied. The surgeon consulted with abbott and advice was given as follows: look at ocular surface (surgeon did not look at this), and treat accordingly. This is the most probable cause of the complaint. If surgeon decides to rotate the lens again, consider reverse optic capture or capsular tension ring. Also gave advice on viscoelastic removal, rotating the lens 90 degrees post implantation, making sure the patient does not rub her eyes post? Op and give the patient shields to protect the eye. If patient corrects to 20/20 after ocular surface is good and patient still unhappy with ucva, (uncorrected visual acuity) may do bioptics (surface ablation). No further information was provided.

Manufacturer narrative:
Additional information: the following additional information was provided by the surgeon. The following sections have been updated accordingly: age/date of birth: (B)(6). Gender/sex: female. Expiration date 8/23/2021. Catalog number zxt300u195. Serial number (B)(4). UDI number (B)(4). Manufacturing date 8/23/2016. Patient affected eye is the left. Surgeon reported that she has used the zxt lens a few times since then and have not had any issues with rotation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Reported issue was not confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency as product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.